Manufacturer narrative:
Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3f0421) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection, after connecting the 60mm reload into the powered stapler and standard adapter, the opening and closing of the jaws were checked. After that, the stapler was handed over to the surgeon, and it was confirmed that the jaws had not been closed. The surgeon opened the jaws and then closed them again, but the jaws were slightly opened and the opening was wide enough to not fit into the 12mm trocar. Another cartridge was used to complete the case. There was no patient injury.